Event description:
It was reported that the pt was not having any benefit from the device as his hearing deteriorated since (B)(6) 2013. A history of head trauma is denied by the pt and problems of external device are excluded. Pt was re-implanted with a cochlear implant on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.